Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent deployment and positioning problem occurred. The target lesion was located in the left common iliac vein. A 14-4/5.8/75 xxl¿ vascular balloon catheter was advanced for dilatation however, the balloon failed to achieve nominal pressure of 8 atmospheres on the first inflation. Device was removed from patient without incident and discarded. A second pta balloon of the same size was used and nominal inflation was achieved at 8atm. An 18x60/10fr wallstent® endoprosthesis stent was then advanced to treat the lesion and deployed. However, during deployment of the stent, it was unable to be recaptured after being half deployed. The position was not satisfactory. A second stent with similar size was deployed to correct and extend the proximal delivery of the stent into the common iliac vein and optimal results were obtained. No further patient complications were reported and the patient's status was stable.